Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a compromised force sensor system alarm during the manual prime process. The customer¿s blood glucose was 11 mmol/l. The device was not bumped or dropped. The device did not have any water contact. Troubleshooting was performed. The device will be returned for analysis.

Manufacturer narrative:
Motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm the compromised force sensor system alarm due to the motor error alarm. Pump received with cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.